Event description:
The report rec'd from the study indicated that during a percutaneous coronary intervention (pci) procedure, after implantation of a cypher select plus 3.0 x 28 mm stent (stent #1) in the proximal left anterior descending (lad) at 12 atm after pre-dilation and a cypher select plus 2.75 x 23 mm stent (stent #2) at 17 atm in the mid lad via direct stenting, there was insufficient flow requiring post-dilation. The cypher select plus 3.0 x 28 mm stent in the proximal left anterior descending (lad) was post-dilated with a 3.5 x 8 mm balloon at 21 atm. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. A satisfactory result was obtained. The cypher select plus 2.75 x 23 mm stent was post-dilated with a 2.75 x 23 mm stent at 17 atm. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. A satisfactory result was obtained. A third cypher select plus 2.75 x 18 mm stent was implanted in the proximal circumflex without any reported problem. The pt was discharged three days after the procedure.

Manufacturer narrative:
The indication for the index procedure was unstable angina. The pt was found to have three-vessel disease and had one lesion treated during the procedure. No staged procedure was planned. The pt's left ventricular ejection fraction was not provided. Rotablator was used to debulk the lesions. Reopro was administered. A total of three cypher select plus stents were implanted in three target lesions. Lesion #1: the target lesion was the proximal lad. The lesion was reported to be: de novo, 3.5 mm vessel diameter, a 50% stenosis, 16 mm length, concentric, and type b1. The lesion was pre-dilated with a 2.5 x 12 mm balloon at 16 atm. Lesion #2: the target lesion is the mid lad. The lesion is reported to be: de novo, 2.75 mm vessel diameter, 17 mm length, a 95% stenosis, concentric, moderately calcified, and type b1. The lesion was not pre-dilated. Lesion #3: the target lesion was the proximal circumflex. The lesion was reported to be: de novo, 12 mm length, 2.75 mm vessel diameter, a 60% stenosis, concentric, and type b1. The lesion was pre-dilated with a 2.5 x 20 mm balloon at atm. A cypher select plus 2.75 x 18 mm stent was implanted at 18 atm. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. A satisfactory result was obtained. The pt was reported to be asymptomatic at the one, six and twelve month follow-ups and was continuing his medical regimen. An adverse event of intestinal bleeding was reported to have occurred approx seven months after the index procedure and was unrelated to the study devices/procedure. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please MFR report #9616099-2008-02195.